Event description:
The endo clip clamped down on the cystic artery and would not release. The physician broke the instrument handle and wiggled the instrument until it opened enough to free it from the artery.